Event description:
A physician reported a pt who was treated with two formulations of collagen in the glabella and nasolabial folds on 5/27/97. On approx. 6/17/97, the pt developed urticarial plaques in the glabellar area, which later resolved. On 8/7/97, the pt was seen with a cyst in the glabellar region, date of onset unk. The physician did not believe the cyst was related to collagen, but attributed it to the pt's acne history and prescribed an interlesional injection of aristocort suspension. On 8/13/97, the cyst had not resolved, so it was injected again. A consulting physician examined the pt on 8/26/97 and noted urticarial plaques in the nasolabial folds. The pt was diagnosed with a hypersensitivity to collagen and was prescribed intramuscular kenalog and zyrtec 10mg twice daily by mouth.